Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k062858, k082644. The actual sample was received for evaluation. Visual and magnifying inspection revealed that the crosscut valve had come off the sheath housing. Magnifying inspection of the crosscut valve surface found a trace of contact on the area off-center the slit. The sheath housing after disassembled was cut in half to be checked under a magnifier for the welding condition between the cap and the housing. Compared to a factory-retained sample of the same product code, there was not any anomaly including defective welding. In the sheath assembling process of this product, a housing and a cap are welded after a crosscut valve has been set in place between them. Visual inspection of the actual dilator sample found that the distal end had been deformed in a crushed shape. Reproductive testing was performed, and the dilator was inserted into the crosscut valve avoiding the center of the slit intentionally. The crosscut valve was come off its place and pushed into the housing. Subsequently, when the dilator was withdrawn from the sheath, the crosscut valve was found coming out of the sheath housing along with the dilator. Magnifying inspection of the crosscut valve surface found a trace of contact on the area off-center the slit. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal end of the actual dilator was inserted into the crosscut valve off-center the slit when the dilator and the sheath were being combined with each other; consequently, the crosscut valve was pushed inward by the dilator, and then pulled out of the sheath housing along with the dilator when the dilator was withdrawn. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus introducer was used during the procedure. Access was from the right femoral. After the puncture, the sheath and the dilator were inserted through the mini guide wire. When the mini guide wire and the dilator were withdrawn, the crosscut valve of the sheath came off along with them. The procedure was completed successfully. The exact amount of blood loss is unknown; however, was estimated to be around 500cc. The patient recovered.